Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer (fse) inspected the ventilator and found alert codes, red exclamation mark both the breathe delivery primary and secondary batteries. The fse replaced the power distribution printed circuit board assembly (pcba), batteries, the power controller pcba and the direct current (dc)-dc pcba. The ventilator passed all test testing per manufacture specifications at the time of service. One bd power distribution pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows damaged r6 (1) resistor. The r6 resistance measured 8.84m, indicating an open resistor. With an open r6 resistor, the board was determined to be unsafe to install in a test ventilator. One power controller board was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The board was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The board tested satisfactorily. One dc-dc pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows damaged c77 capacitor. The board was unsafe to install in a test ventilator. A CAPA has been address for this failure. Three batteries were returned to medtronic for further analysis. The battery was attached to the failure investigation (f.I) test ventilator and it generated an lb0134 (primary battery fault) error alert resulting with a red exclamation mark on the status display. The ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall ac power. This is indicative of a hardware short circuit failure with the pb980 battery. The cause of the event was determined to the damaged c77 on dc-dc pcba. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the display on a 980 ventilator went black. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.